Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaf t-bearing. Analysis also found a miscellaneous alarm anomaly of undetermined cause.

Event description:
It was reported a motor stall was confirmed via the event logs with no motor stall recovery recorded. The patient had heard an alarm every ten minutes since (B)(6) 2014. The logs indicated the motor stall occurred on (B)(6) 2014 at 01:18 and a tube set message occurred on (B)(6) 2014. The patient did not have a magnetic resonance imaging (MRI) or was near any sources of electromagnetic interference (emi) that could be identified. Symptoms included an increase in pain, nausea, vomiting, and could not eat or sleep. The healthcare provider (hcp) planned on scheduling a pump replacement and prescribing oral medication until the pump therapy could be resumed. The pump was being used to deliver clonidine and morphine. The cause of the motor stall, if the motor stall recovered, if the patient had any other stalls, actions taken to resolve the event, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative that a motor stall was seen at initial interrogation (as previously reported), and the pump was replaced on 2015 (B)(6).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).